Event description:
Additional information from the patient's physician was received. The cause of the event was noted to be patient dissatisfaction. There were no abnormal impedances. The physician confirmed the patient's device was explanted due to charging difficulties. There were no injuries.

Event description:
It was reported that the patient had difficulty charging their neurostimulator (noted as poorly charging). The patient's neurostimulator and leads were explanted electively, due to expected '"failure." Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies. Poor coupling (0 bars) was observed on 3 of 6 recharge sessions per the trace report. Final device analysis for lead (B)(4) revealed no anomalies. Final device analysis for lead (B)(4)revealed no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4); anchor model 3550-39, lot # n267553, implanted: (B)(6) 2010, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a loss of therapeutic effect as well. As the device "de-charged" the pain returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.